Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number has been requested at time of report.

Event description:
The biomedical engineer reported that there was a failure to alarm. No adverse event was reported.